Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the lamp blinking was confirmed; however, the lamp button not responding was not reproduced. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: address line 1: (B)(6) added, due to character limitation in respective field.

Event description:
It was reported, the xenon light source lamp is not working/not responding. The issue occurred, during preparation for use. For an unspecified procedure. The field service engineer found, the lamp of the front panel had blink always. And the lamp button not responding sometimes. There were no reports of patient harm.